Event description:
Medtronic received information that approximately 6 months following the implant of this transcatheter bioprosthetic valve the patient developed sepsis which resulted in death. The relationship to the valve was reported as unlikely. However, the cause of the sepsis was not reported. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Additional information was received that the cause of death was sepsis resulting in death. Per the physician, the valve implant procedure was an unlikely contributor to the sepsis and death. The physician further reported all other components related to the procedure were not related.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Third paragraph was added. H6. Eval code conclusion updated. Of note: upon attempt to submit this second supplemental report to the initial report 2025587-2022-03724, an error would prevent this report from electronic submission. As result, previously reported information in the initial report 2025587-2022-03724 was re-entered to complete submission. This information was: d2. Product code; g1. Manufacturers email address; h6. Eval code method and eval code result. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 6 months following the implant of this transcatheter bioprosthetic valve the patient developed sepsis which resulted in death. The relationship to the valve was reported as unlikely. However, the cause of the sepsis was not reported. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Additional information was received that the cause of death was sepsis resulting in death. Per the physician, the valve implant procedure was an unlikely contributor to the sepsis and death. The physician further reported all other components related to the procedure were not related. Additional information was received that the patient was transported via emergency medical services to the emergency department after experiencing multiple falls. Upon assessment, 'older' hematomas were observed on the right shoulder, right periorbital, and bilateral upper extremities. Diagnostic tests were performed including a blood test and antibiotic medication was administered. However, the general condition of the patient deteriorated progressively with multiple organ failure until death. It was confirmed per the physician, neither a medtronic device nor the valve implant procedure were contributing factors to the sepsis, multiple organ failure, and subsequent death.

Manufacturer narrative:
Updated data: b5, h6, conclusion conclusion: review of the device history records (DHR) and sterility records for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No valve implantation procedure images were available for medtronic review, and the valve remained implanted, so no product analysis could be performed. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device instructions for use (IFU). A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve replacement (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. In this event, it was confirmed per the physician that neither a medtronic device nor the valve implant procedure were contributing factors to the sepsis, multiple organ failure, and subsequent death. In addition, per the medical safety assessment, the reported hematomas are likely related to the falls and not related to the pro+ valve due to their locations. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that due to the limited information that was initially available to the physician, it was initially assumed that the sepsis could be related to the valve. After receiving the discharge letter from the external hospital, the assessment was re-evaluated. A more accurate assessment was made and corrected as not related. An x-ray of the thorax and computed tomography (CT) of the thorax and abdomen were performed and were without finding. From this information the association of the valve implant procedure and the sepsis could be ruled out. The cause of the sepsis was unknown but there was evidence of gram-positive cocci. An echocardiogram examination could not be done at the onset of the death process. Therefore, endocarditis could not be diagnosed, but cardiac CT and x-ray were without evidence of endocarditis. The sepsis was treated with tazobactam and piperacillin analgesic therapy and physiotherapy.

Manufacturer narrative:
Updated data: h6. Eval code method, eval code result conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device instructions for use. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve replacement is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. In this event, it was confirmed per the physician that neither a medtronic device nor the valve implant procedure were contributing factors to the sepsis, multiple organ failure, and subsequent death. No further action is recommended at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 6 months following the implant of this transcatheter bioprosthetic valve the patient developed sepsis which resulted in death. The relationship to the valve was reported as unlikely. However, the cause of the sepsis was not reported. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.